Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was scheduled for an lv lead revision due to the lead becoming dislodged and thus, not capturing. Pt was brought to the lab and the lead was repositioned. However, when testing the lead in the new position we were not able to pace and had impedance >3000 ohms. Multiple attempts were made and new pacing cables were tried. We continued to get the aforementioned issues. The lead was explanted and replaced on (B)(6) 2020. Should additional information be obtained, this report will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.